Manufacturer narrative:
Analysis is currently ongoing. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. There were no allegations against device functionality. The local area field representative interrogated the device at the coroner's office. The device had been implanted for approximately three years but had reached end of life (eol). Stored electrograms (egms) were unable to be view via a programmer. Boston scientific technical services (ts) discussed that stored egms are no longer able to be viewed via programmer at this battery status. The device has been returned for analysis.

Manufacturer narrative:
Analysis is currently ongoing. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Additional device testing was unable to be performed due to the depleted battery status. Having met the engineering longevity prediction and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. There were no allegations against device functionality. The local area field representative interrogated the device at the coroner's office. The device had been implanted for approximately three years but had reached end of life (eol). Stored electrograms (egms) were unable to be view via a programmer. Boston scientific technical services (ts) discussed that stored egms are no longer able to be viewed via programmer at this battery status. The device has been returned for analysis.